Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. The reported issue of catheter defective/ damaged was confirmed upon inspection of the sample. Analysis of the sample showed a punch mark on the catheter tubing. The sample was subjected to an air water leak test, and an air leak was observed at the punch mark. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records have been reviewed, and this batch meets our manufacturing specification requirements. The punch mark was successfully able to be recreated with another sample by puncturing the cannula halfway through the catheter tubing. The recreated punch mark had the same characteristic as the actual sample returned (y- shape mark). As mentioned in the product instructions for use (IFU), if the needle is partially or completely withdrawn from the catheter tubing, the needle should not be reinserted into the catheter tubing.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd nexiva 24 ga x 3/4 in single port catheter was defective and leaked it was reported by the customer that there was a hole in the catheter. IV had to be removed from patient, and patient re-poked. Verbatim: rcc received a complaint via email. Email(s) attached. (B)(6) complaint reference #: (B)(4) hospital complaint reference #: (B)(4) correspondence language: english cat# of product being complained: (B)(4) description of product: catheter s-port 24gax0.75in nexiva 20ea/bx 4bx/ca lot or s/n: (B)(6) complaint category: damaged / broken incident date: (B)(6) 2025. Hospital complaint reference #: (B)(4) details of complaint (reported issue): "upon further inspection, rn noted that there was a hole in the catheter. IV had to be removed from patient, and patient re-poked." Additional information attached. Complaint noticed: during / after use problem frequency: 1st time customer exposure: patient injury: no has (B)(6) been informed? Unknown qty affected: (B)(4) ea samples available? Yes, is customer requesting an rga? No return qty: qty samples: (B)(4) ea IV inserted into patient, when rn withdrew the needle from the cannula, blood began pooling at the IV insertion site. Upon further inspection, rn noted that there was a hole in the catheter. IV had to be removed from patient, and patient re-poked.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.